Event description:
It was reported that an ilet pump had a cracked screen, consistent with a device display enclosure integrity failure that could compromise water resistance, and a replacement was arranged. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included customer interview and return of the original device for assessment. Investigation of this case revealed a damaged display component and compromised housing consistent with external damage, with no indication of alarms, malfunctions, or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.